Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that after 10 days of insertion, the purple connector does not fix the probe so there is nutrition leak. The device was fixed with an adhesive bandage because the customer wanted to wait for the device had 4 weeks of use. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) was reviewed indicating that product was released accomplishing all quality standard requirements. The product was manufactured on 9/9/2015. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The sample was not provided by the customer and therefore the sample evaluation could not be conducted and a definitive root cause could not be identified. The complaint shall be reopened if a sample is received for an updated investigation. A complaint notification was sent to the supplier requesting corrective action. The personnel were notified about the incident. They are still conducting hourly visual and pressure testing. The supplier is currently building a new tool. This complaint will be recorded for tracking and trending purposes.